Event description:
It was reported that thrombus occurred. An athletis balloon catheter was selected for use in a vaivt shunt vessel. The balloon was inflated twice. When deflation was performed after dilating the lesion, it was found out that thrombus occurred. This device was used to complete the procedure.